Event description:
It was reported to boston scientific corporation that a pinnacle anterior-apical pelvic floor repair kit was implanted into the patient on (B)(6), 2009. According to the complainant, the patient experienced pain due to the eroded mesh. Per the physician's assistant, the patient presented with mesh exposure on (B)(6), 2010. The patient also complained of dyspareunia many times (specifics unknown). No further information is currently available; should additional relevant details become available, a supplemental report will be submitted.